Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified super facial femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for used. During procedure, at inflation, it was noted that the balloon rupture at 4 atmosphere. The device was simply pulled out from the patient and the procedure was completed with another of the same device. No patient complications were reported. The patient condition was good post procedure.